Event description:
Boston scientific received information that this patient implanted with the implantable cardioverter defibrillator (ICD), right atrial, and right ventricular leads presented with a pocket infection. Antibiotics were given to the patient. The system remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.